Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 7fr sheath hole prior to transcatheter aortic valve replacement procedure. Reportedly, a cuff miss occurred. Another prostyle was used to successfully pre-place sutures. The sheath was upsized to an 14fr sheath and the procedure was completed. Hemostasis was achieved with the preplaced sutures from two prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.